Event description:
It was reported that an implantable pulse generator (ipg) system had begun to erode and the patient had zero pacing. The ipg system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.